Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2024, it was reported by a facility representative via sems-06681845 that two (qty.2) ar-9597-10, two (qty.2) ar-9597-20, and two (qty.2) ar-9676 angled reamer instruments are sticking. They occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9597-20 angled reamer sleeve, 20° lot number: 37621942 was received for investigation. Visual evaluation noted damage to the shaft of the device with scratches observed on the surface. Striations were also noted within the internal diameter of the device. Functional testing with a known good ar-9676 angled reamer drive shaft noted friction and resistance when attempting to insert the drive shaft into the sleeve. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating part.